Event description:
One anatomic total shoulder arthroplasty had an anterior dislocation two months post-operatively and required revision surgery. The cause of dislocation was inadequate retroversion of the humeral stem, which was corrected intraoperatively, post-operatively, no further complication occurred.

Manufacturer narrative:
(B)(4).